Manufacturer narrative:
Additional data: b5, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was further reported that there was a 10-15 minute surgical delay and that the patient is doing well.

Event description:
A customer reported that a xia 3 rod fractured intra-operatively. The procedure was completed with no surgical delay. It was further reported that the patient experienced increased bleeding and that this may not be related to the event.